Manufacturer narrative:
H10 comment: the sample was fully evaluated but no failure was detected. The reported issue could not be duplicated, so no root cause could be determined.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
A customer reported to vyaire medical that niv therapy was being delivered using a vyaire niv mask, when the nursing staff observed that patient sp02 was 70%. The nursing staff then attached the 02 tubing and delivered 15 lpm of 02. However, patient 02 saturation remained at 70%. The nursing staff had access to a resmed niv mask which they put on the patient and the patient 02 saturation went to 88 - 90%. Nothing had changed apart from the mask replacement. There was no patient injury or harm.